Event description:
It was reported by the facility that upon receipt the vial was found to be leaking. There was crusty residue on the bottle. The surgeon did not want to use the lens and the bottle was not opened. There was no patient contact or injury.